Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 staplers malfunctioned. The 1st stapler did not fire. The 2nd and 3rd stapler fired partially. There was no patient injury.